Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test, the pacer rate was out of specification, and was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.